Event description:
Affiliate reports that after one day of sensor implantation, the sensor signaled very high intracranial pressure values but the patient did not show the severe symptoms usually associated with these values. The physician then loosened the bolt and the sensor began to measure reliable values. The sensor remained in the patient until monitoring was discontinued. There was no injury to the patient but it was believed that this high icp value could have been misleading in relation to the therapy that was prescribed.